Manufacturer narrative:
Concomitant medical product: product ID: dtba1d4 ICD implanted: (B)(6) 2017.

Event description:
It was reported that a remote transmission indicated intermittent right atrial (ra) lead undersensing during atrial arrhythmias. The sensitivity settings on the lead were adjusted and it remains in use. No patient complications have been reported as a result of this event.